Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy due to supraventricular tachycardia (svt). Upon interrogation code 1004 was observed indicative of shock delivered into a shorted lead. The most recent right ventricular (rv) lead shock impedance was < 20 ohms. X-ray imaging confirmed a compromised rv lead. Boston scientific technical services (ts) recommended immediate device and rv lead replacement. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Surgical intervention was performed and the lead was capped.